Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''general risk - failure - sheath distal tip torn'' was empirically confirmed, by providing the site example imagery to confirm the type of damage. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the complaint description, ''the damage occurred during delivery system insertion into the sheath. There was difficulty as the valve and delivery system were not able to exit the sheath. There was only resistance noted when the valve and delivery system were at the sheath tip. The damage to the sheath was circumferential, 1mm proximal to the distal radiopaque marker, and jagged. There was no issues removing the devices and no patient injury.'' Per follow up information, the site confirmed that the provided sample imagery matched the damage they observed ''exactly''. The failure mode is characteristic of sheath tip tear events as described a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor a new product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for stenosis with a 26mm sapien 3 ultra resilia valve in the aortic position, the valve stuck in 14f esheath plus distal end of perforated sheath. Per the fcs, the damage occurred during delivery system insertion into the sheath. There was difficulty as the valve and delivery system were not able to exit the sheath. There was only resistance noted when the valve and delivery system were at the sheath tip. The damage to the sheath was circumferential, 1mm proximal to the distal radiopaque marker, and jagged. There was no issues removing the devices and no patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information as the device was returned for evaluation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.10. Per evaluation of the returned device, the sheath distal tip was observed to be partially opened along the axial score line and torn radially along the distal edge of the liner. In addition, there was a scratch on the distal tip, and the slant and radial score lines were present on the distal tip. Scratches on the sheath may suggest presence of calcification within the access vessel, which may increase resistance or lead to sheath tip damage. Per the IFU/training manuals, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time.